Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Device UDI: lot/serial: 11330466b, UDI: (B)(4).

Event description:
On (B)(6) 2014, the patient was implanted with a conformable gore tag thoracic endoprosthesis (tgu312610j/11330466b) to treat a chronic debakey type iiib thoracic aortic dissection and ischemia of lower extremities that had been caused by malperfusion. The tgu312610j was deployed without issue, but an intra-procedure imaging revealed a small proximal type I endoleak. As true lumen diameter expanded and ischemia was resolved after the tgu312610j was implanted, the procedure was concluded without any intervention being performed for the endoleak. On (B)(6) 2015, in a six-month follow-up study, false lumen had been almost resolved, but an ulcer-like projection (ulp) was revealed distal to the tgu312610j. On (B)(6) 2015, the patient was implanted with an additional conformable gore tag thoracic endoprosthesis to treat the ulp. The reintervention was concluded without endoleak entering the ulp being present. It was reported that the tgu312610j was short and its distal edge could have damaged the vessel, causing the ulp.

Manufacturer narrative:
Device manufacture date: corrected the manufacture date to 4/18/2013.